Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08110. Both possible lots have been reported. It was reported during the trial procedure, the phone jack clip of the trial cable that connects to the mts (multiprogram trial stimulator) system was cut. There was no problem observed during the procedure as the patient did not receive the trial cable. Clarification from the representative obtained stated the phone jack was clipped incorrectly to the cable. No further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.